Manufacturer narrative:
Correction to h6 "component code" from "4755 part/component/sub-assembly term not applicable" to "423 cable, electrical". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was interrupted intermittently due to a defective cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found intermittent image due to faulty cable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope cable exhibited intermittent connection. There were no reports of patient involvement.